Manufacturer narrative:
Pentax video colonoscope model ec38-i10cf2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is moisture under the led and the cmos lens. This leads to foggy image.